Manufacturer narrative:
Additional product code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could not be confirmed. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during the spinal procedure the synflate balloon/medium was placed down working cannula. The surgeon then inflated the balloon with no issue to create a cavity for vertecem cement. After de-inflation of the balloon, the surgeon was unable to pull the balloon back out thru the cannula. The tip of the balloon formed a wedge (mushroom cap) over the tip of the cannula and therefore, was not able to be removed. The cannula was fully removed in order to remove the balloon. Action taken during the procedure was removing the synflate balloon and access the needle. There were a 10 minutes surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown cannula (part# unknown, lot# unknown, quantity 1), unknown inflation system (part# unknown, lot# unknown, quantity 1). This complaint involves 1 device. This report is for (1) synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).